Manufacturer narrative:
(B)(4). The pump was not received stuck in manufacturing mode. The device was received with a missing retainer. It was unable to perform displacement test due to missing retainer. The pump was also received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture and severely faded end cap address label.

Event description:
It was reported via phone call that customer's insulin pump was damaged. Customer's blood glucose was unknown at time of incident. Customer states that the damage was occurred on reservoir as a crack on reservoir ring. Insulin pump will be return for analysis and will be replaced.